Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-45 lead, implanted (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited risen impedance to high measurements. There were also stored events that appeared as noise. The lead was reprogrammed to unipolar and it remains in use. No patient complications have been reported as a result of this event.